Event description:
It was reported that during implant, the physician was using a cps direct to access the coronary sinus for the left ventricular (lv) lead placement. When dye was injected, coronary sinus dissection was noted. No intervention was required, but the lv lead was not implanted. A lv implant would be attempted again in about a month's time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.